Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This had occurred on a homechoice (hc) machine during dwell five of seven. The hp checked the lines and bags and found that the connection on the second supply bag was loose and leaking. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. There was no adverse event indicated in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). The customer reported that the connection between the line and one of the bags was loose. A loose connection can cause an system error 2240. However the cause of the loose connection could not be determined, as the cassette was not returned. Should additional relevant information become available, a supplemental report will be submitted.